Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 471 mg/dl,476 mg/dl at the time of incident. Customer was treated with insulin pump and was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging that the insulin pump was under delivering. It was also stated that the drive support cap was normal and insulin pump had no delivery alarm. Trouble shooting was performed for no delivery alarm and issue was resolved by changing complete set. The reservoir and insulin pump will not be returned for analysis.